Manufacturer narrative:
The pod was received in undeployed state. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in the completion of the second priming sequence without the cannula and needle deploying. The download data contains no timeouts, drive stalls, or hazard alarms. Rotational sensor malfunction was replicated in the rerun. No timeouts or drive stalls were noted during the rerun. The needle mechanism deployed when the ratchet gear reached the firing position during the rerun, as expected. Upon investigation of the drive mechanism, commutator cap was found to be contaminated, which caused the rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle and cannula did not deploy, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.